Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1017 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "the micro introducer sheath to accordion or fold back upon insertion through the skin." No other information was provided.